Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. This issue is addressed in the instructions for use: "the following items must be strictly observed. There is a possibility that endoscopic images may disappear unexpectedly or freeze cannot be released during the examination, and normal images may not be obtained. The video connector should be connected to the video system center in a sufficiently dry condition, including the electrical contacts. In addition, make sure that the electrical contacts are free of dirt before connecting. Use of the equipment with wet or dirty electrical contacts may result in equipment malfunction or failure." Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head presented an error 228 while being used with a rigid scope. The issue occurred during a therapeutic laparoscopic gastrectomy procedure. There were no reports of patient harm.